Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative checked the power supply and the circuit board, and rerouted the fiber optics cable. The system is operating as intended.

Event description:
The customer reported that the 2800 system displayed a communication error. No patient injury was reported.